Manufacturer narrative:
The lead remains implanted without further complication. Should additional information be received, this event will be reopened and updated.

Event description:
Boston scientific crm received information that during the implant procedure, it was noted that the suture sleeve was absent on this right ventricular lead. As the lead was well positioned and the patient had an unstable rhythm, it was decided to take a lead cap and cut it into two and place it over the lead as an alternative suture sleeve. All measurements were normal and the lead remains implanted. The physician believed that no suture sleeve had been present on the lead when it was removed from packaging and did not believe that it slid down the lead and into the patient's vasculature. No adverse patient effects were noted.